Event description:
A falsely elevated troponin I result of 3.05 ng/ml was obtained on a patient sample. The result was not reported to the physician. The same sample was tested on an alternate instrument and a result of 0.10 ng/ml was obtained. The same sample was respun and tested on the original instrument and a result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Instrument data indicates that the cause for the falsely elevated troponin I result was pre-analytical sample handling issues.

Manufacturer narrative:
No further evaluation of the device is required. Use error. Instrument data indicates that the cause for the falsely elevated troponin I result was poor sample integrity due to a malfunctioning centrifuge. Clsi (formerly nccls) and the tube manufacturer provide information for determining the correct centrifugation setting for centrifuges. Inadequate centrifugation conditions may result in incomplete separation of plasma or serum from the cells, as well as incomplete gel barrier formation. Both conditions may adversely affect the accuracy of the test results. The dimension ctni flex reagent cartridge IFU states that specimens should be free of particulate matter. The device was performing within specifications.